Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath began leaking as soon as the wire and dilator were removed after insertion. The leaking continued even after the smaller catheter was removed and the farawave was inserted. The fluid was leaking from the point of entrance/valve. Air was seen when attempting to aspirate. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line. The leaking fluid was blood and was fast drip leak. The leaking stopped after changing the sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.